Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed one unexplainable pump reboot. No battery cap was returned with the pump. A test battery cap secured to the pump and maintained electrical connection. The battery compartment was fully intact and no damage or cracks were observed. There was no evidence of moisture inside the battery compartment. The pump was exercised for 24 hours using the test battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. The ¿no power¿ issue was unable to be duplicated. (B)(4).